Manufacturer narrative:
The reported condition of leak was confirmed due to cut on the tubing due to an error in the manufacturing process which resulted in the tubing being cut by longitudinal cutting blades in the tiromat machine. The action was reinforcement to the operators of the packaging machinery in the certification (B)(4), due date:05/04/2010.(B)(4).

Event description:
Baxter sales rep forwarded an e-mail from the customer on (B)(6) 2010 of an incident of a leak that occurred near the roller clamp in the middle of the set. The patient was set to receive magnesium. The patient was in pain and dying. There was a 10 minute delay in therapy. This incident occurred with the continu-flo solution set, product code 2c8537, with lot number r10a13165. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. An actual sample is available. No additional information was provided.